Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the pins that hold the door rail were caught within the rail teeth and preventing the detector from moving. The representative reported that adjustment of the pins resolved the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while performing a system checkout, the detector and x-ray tube for the imaging system would not rotate. No additional information was provided. There was no patient present when this issue was identified.